Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin. On (B)(6) 2026, it was reported that the pediatric patient experienced loss of consciousness for about a minute associated with hypoglycemia. At the same time, the cgm reading was 150 mg/dl, while the blood glucose fingerstick (bgfs) reading was 32 mg/dl. The patient also stated that her cgm readings we're jumpy at that time. The parent assisted during the episode and immediately administered oral glucagon (meant to be oral glucose or glucagon injection) as treatment. After the intervention, the patient regained consciousness. The bgfs improved to 75 mg/dl while the dexcom cgm reading was still at 100 mg/dl. There were no additional symptoms reported after recovery. No hospitalization or extended length of stay was required, as the event was managed at home without further medical intervention. At the time of the report the patient was fine. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. After intervention, the reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.